Event description:
Reporter indicated that pt underwent vns therapy system explant due to extrusion of the lead wire through the skin. It was reported that the pt had been complaining of a red and irritated neck for several weeks and was found to have part of the lead exposed at follow-up visit witn neurologist. Review of x-rays by neurologist reportedly revealed that the lead was secured superficially. Both the lead and generator were explanted. Review of mfg records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported event.